Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to add a new right ventricular (rv) lead due to high pacing thresholds on a previous competitor rv lead the physician attempted to extend the helix of this rv lead, but the helix would not extend after thirty rotations. The helix was then rotated thirty more times and had retracted. A lead issue was suspected and the lead was removed. A puncture was once again made and the sheath was inserted. A new rv lead was used but the sheath did not peel away. The physician attempted to extend the helix again, and the helix extended after ten rotations. There was no issue with the measured values thus the lead was connected to the device and the wound was closed. The explanted lead 7741/879173 will not be returned due to the patients infectious disease. No adverse patient effects were reported.